Event description:
It was reported that patient underwent total hip arthroplasty in 2009. During the procedure, the surgeon prepared canal for a size eleven stem and the stem subsided. The same issue occurred when the canal was prepared for a size twelve stem. A size thirteen stem was implanted successfully. There was a delay greater than thirty minutes incurred as a result. The size eleven and twelve broaches and stems were returned and evaluated and met specification.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on december 8, 2009 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report attached to this medwatch are for the same patient, part number and event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation of returned stems and broaches found them to meet specification. Tolerance stack-up evaluation performed by development engineer found no issue with the designed press-fit. Based on the stack-up and verification of dimensional analysis check, the root cause of the issue could not be determined.

Event description:
It was reported that patient underwent total hip arthroplasty in 2009. During the procedure, the surgeon prepared canal for a size eleven stem and the stem subsided. The same issue occurred when the canal was prepared for a size twelve stem. A size thirteen stem was implanted successfully. There was a delay greater than thirty minutes incurred as a result. The size eleven and twelve broaches and stems were returned and evaluated, and met specification.